Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - pump had system error 3 (5) while on pt, twice in about 24 hours. Findings/action taken: central processing unit printed circuit board shipped to and replaced by biomed. Pump ran on simulator overnight without problems.